Event description:
It was reported that this device was explanted with the rest of the system due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Correcting the e. Initial reporter tab. No analysis and no product record reviews were required per as reported allegations. Product investigation does not provide any additional information. Emdr decision does not change. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No analysis and no product record reviews were required per as reported allegations. Product investigation does not provide any additional information. Emdr decision remains the same. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted with the rest of the system due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted with the rest of the system due to infection. No additional adverse patient effects were reported.